Event description:
No additional information available for the reported event.

Manufacturer narrative:
Final: this follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: 010000937 g7 hi-wall e1 liner 36mm g 7144261. 650-0661 delta ceramic fem hd dia36/ 0mm t1 3115182. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient initially underwent hip arthroplasty with implantation of zimmer biomet products. More than two (2) years after implantation, the patient required revision surgery due to persistent pain. There was initial suspicion that the acetabular cup was loose. As a result, the cup, liner, and femoral head were replaced.